Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine spasm ("uterine contractions outside of my menstrual period (long contractions with a uterus that may stay h") in a (B)(6) year-old female patient who had essure (batch no. C68791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), feeling abnormal ("cerebral fogginess ¿ feel like I am in a permanent state of drunkenness"), tachycardia ("tachycardia"), vertigo ("vertigo"), presyncope ("vasovagal-like episodes"), memory impairment ("serious memory disturbances") with aphasia, disturbance in attention ("extremely difficult to concentrate"), irritability, depression, dyspepsia ("stomach burning"), alopecia ("major hair loss"), weight increased ("a weight gain of more than 8 kg in 3 years"), migraine ("worsening migraines") and insomnia ("worsening insomnia"). The patient was treated with surgery (devices were removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine spasm, fatigue, feeling abnormal, tachycardia, vertigo, presyncope, memory impairment, disturbance in attention, irritability, depression, dyspepsia, alopecia, weight increased, migraine and insomnia had not resolved. The reporter provided no causality assessment for alopecia, depression, disturbance in attention, dyspepsia, fatigue, feeling abnormal, insomnia, irritability, memory impairment, migraine, presyncope, tachycardia, uterine spasm, vertigo and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1817298) on 22-oct-2018. The most recent information was received on 26-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine spasm ("uterine contractions outside of my menstrual period (long contractions with a uterus that may stay h") in a 43-year-old female patient who had essure (batch no. C68791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), feeling abnormal ("cerebral fogginess ¿ feel like I am in a permanent state of drunkenness"), tachycardia ("tachycardia"), vertigo ("vertigo"), presyncope ("vasovagal-like episodes"), memory impairment ("serious memory disturbances") with aphasia, disturbance in attention ("extremely difficult to concentrate"), irritability ("irritability"), depression ("depression"), dyspepsia ("stomach burning"), alopecia ("major hair loss"), weight increased ("a weight gain of more than 8 kg in 3 years"), migraine ("worsening migraines") and insomnia ("worsening insomnia"). The patient was treated with surgery (devices were removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine spasm, fatigue, feeling abnormal, tachycardia, vertigo, presyncope, memory impairment, disturbance in attention, irritability, depression, dyspepsia, alopecia, weight increased, migraine and insomnia had not resolved. The reporter provided no causality assessment for alopecia, depression, disturbance in attention, dyspepsia, fatigue, feeling abnormal, insomnia, irritability, memory impairment, migraine, presyncope, tachycardia, uterine spasm, vertigo and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.